Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infection. During explant procedure, a hex wrench would not engage with a right ventricular set screw. A different allen wrench was used and was successful in disconnecting the right ventricular lead. The system was successfully explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-13987. Related manufacturer reference number: 2017865-2020-13990.